Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
According to the information gathered during the investigation, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. During the device analysis it was observed void (2mm) on valve side out specification per qa199.06. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening, around 0-25% of the shell is missing. A leak test was performed and were found one opening and broken shell. A microscopic analysis identified: broken shell with striated edge on anterior side assessed as surgical damage, a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). Fill inspection was performed and identified no blockage in the valve. Observed void (2mm) on valve side out specification per qa199.06 (texture side), it is assessed as workmanship. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. A sharp opening assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive.

Event description:
Device has been explanted.